Manufacturer narrative:
There are no additional details of this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device has an e104 fog free function error message. The error went away by pressing the escape key. The image was not affected at all. There is no reported patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.